Event description:
It was reported that the shock lead impedance measurement (sli) of the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was greater than 200 ohms. Technical services (ts) analyzed device data and provided troubleshooting with health care professional (hcp). It was noted that at device changeout the lead was programmed to the triad vector instead of the single coil vector needed for this single coil lead. No defibrillation threshold (dft) test or sli test was performed at implant. Patient was brought back to the clinic and reprogrammed to single coil with in-range sli values. The rv lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this crt-d system remains in service.